Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap roux en y procedure, the needle broke during the passing of the needle from one jaw to the other. The same thing happened twice with two separate needles during gj and jj were 1.5 pieces retrieved and other half was never found. An x-ray was performed to locate the needle. No patient injury noted.